Event description:
Additional information received on 3/26/97 indicates the entire device was removed from the patient due to fluid loss - hole in cylinder. Patient was not reimplanted with a co device.